Event description:
It was reported that the biomed requesting to speak with someone regarding sending in arctic sun device for service. Stated device was not cooling or heating. Transferred for assistance, sn # (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed requesting to speak with someone regarding sending in arctic sun device for service. Stated device was not cooling or heating. Transferred for assistance, sn #(B)(6).

Manufacturer narrative:
The reported issue was confirmed. Root cause was not able to be isolated as unit was not evaluated. No additional information was received. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. No additional actions can be taken. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed requesting to speak with someone regarding sending in arctic sun device for service. Stated device was not cooling or heating. Transferred for assistance, sn #(B)(6).